Manufacturer narrative:
. The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw disassembled during surgery. It was installed and the closure top was final tightened. While backing out the closure top for adjustment, the tulip head became detached from the screw shaft. The shaft was removed from the patient. There was no injury to the patient as a result of this event.